Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range (oor) shock impedances on the right ventricular (rv) lead, measuring greater than 200 ohms. The patient's defibrillation lead was a non-boston scientific product. In addition, the pace/sense rv lead exhibited high pacing thresholds and loss of capture (loc). Subsequently, a revision procedure was performed. The defibrillation and pace/sense rv leads were explanted and replaced. The crt-d was also explanted and replaced. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed as the conclusion code was updated.